Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they received insulin flow blocked. The customer was assisted with insulin flow blocked alarm troubleshooting. The customer's blood glucose level was 129mg/dl at the time of the incident. The customer stated that the insulin pump alarmed during bolus delivery. The customer advised to change entire infusion set system and reservoir. The customer was unable to continue troubleshooting and was advised to call back if issue persisted. The product will not be returned for analysis.